Event description:
Pt underwent an anterior and posterior spinal fusion on 11/26/97. The pt did well postop. Drains were attempted to be removed by nurse and physician. One of the drains broke off below the skin. The drain was removed viz surgery on 11/28/97. The entire length of the drain was removed. The only obvious abnormality in the drain was a kink which did not appear to be surrounded by a suture. The kink was at two holes in the drain. The drain was not cracked.